Event description:
It was reported, leakage at the insertion site when flushing with saline. When taking the catheter out, there is a hole on the catheter. Additional information received 09/oct/2024: it was reported the hole was at 5cm on the catheter. The patient needed a new PICC that was placed on the same day. Additional information was received and added to file on november 11, 2024, for this event as part of a focus survey. The following additional detail was provided: catheter placed (B)(6) 2024, total length 41cm, inserted to basilic vein, exit marking 0cm, secured with statlock. PICC used for oncology treatment (paklitaxel, karboplatin). Unknown if the PICC had any occlusions. Leakage identified inside the patient at 5cm mark. PICC was in use 30 days. No xray images available. Catheter site cleaned with chlorhexidine solution poured from a bottle (5 mg/ml). Additional comments: the patient got a new PICC catheter the same day treatment was planned.

Manufacturer narrative:
11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage at the insertion site when flushing with saline. When taking the catheter out, there is a hole on the catheter. Additional information received 09/oct/2024: it was reported the hole was at 5cm on the catheter. The patient needed a new PICC that was placed on the same day.